Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a ventral hernia repair procedure on (B)(6) 2013 and mesh was implanted. The patient reported that she was re-admitted to the hospital on (B)(6) 2013 for 45 days with (B)(6) and (B)(6). The patient underwent wound exploration with drainage of 400ml pus and removal of infected mesh. The patient reports she now has a form of guillain barre because of the infection caused by the mesh and is on disability. No additional information has been provided.

Manufacturer narrative:
(B)(4). Maude report #: mw5077074. The patient reported 2013 mesh removed due to infection. In hospital 45 days with cdiff. Infection caused the autoimmune disorder I have. I have a form of cidp (chronic inflammatory demyalating polyneuropathy). Am on disability since 2015, no longer able to be an rn after 13 years. Neurology states what I have caused by the infected mesh I had removed. Rx meds: lantus 50 units at bed, novolog 10 units with each meal, muran 50 mg, zoloft 100 mg daily, nucynta 100 ER every 12 hour, pain, nucynta 75 mg every 6-8 hours for break thru pain, januvia 50 mg daily, glyberide ER 10 mg daily., otc meds: caffine pills 100-200 mg daily.